Event description:
A customer complaint was received in which a pfc keeled tibial tray; product code 86-4177; labeled to contain a size 2.5 implant; was opened during surgery and found to contain a size 5 implant. This resulted in an estimated one-hour increase in surgical time while the appropriate size implant was located. This product is an implantable component used during total knee replacement surgery with pfc or pfc sigma femoral components and polyethylene inserts in cemented applications.